Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ok and down arrow buttons were get stuck. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode was active. Customer states an alarm was not in progress at the time the button was unresponsive. The insulin pump will not be returned for analysis.